Event description:
According to the reporter, the device, on loan from physio-control, alarmed 'connect cable" when used. There were no reports of any adverse patient events as a result of the use of the device.

Manufacturer narrative:
Physio-control evaluated the device and observed that it alarmed "connect cable" while the therapy cable was connected to it. Physio opened the case and observed that the plug from the therapy connector was not completely seated to the jack, designator j13, on the therapy pcb and created an electrical open at the connection. Physio reseated the connection and then observed proper device operation through functional and performance testing. The device was returned to use as a loaner.